Event description:
Describe event or problem: balloon rupture.

Manufacturer narrative:
As per email received from our affiliate, it was indicated that a female patient of unknown age and weight underwent a lower limb pta of the left femoral artery, which was totally occluded. There was no information provided about the vessel characteristics. A 435-302s was used for pre-dilation (pressure unknown). During the second dilation the balloon ruptured below the rate of burst pressure (pressure unknown). The procedure was successfully finished with a slalom thrill. There were no adverse effects to the patient. No additional information will be forthcoming. Clinical impression: during a percutaneous transluminal angioplasty to this females left femoral artery, the balloon was reported to have ruptured. The vessel was described as having a chronic total occlusion. An indeflator was used but inflation pressures are unknown. There was no injury to the patient. The product will not be returned for analysis. Not enough information is available to make an assessment of device, patient or procedural factors that may have contributed to the reported event. Device record review: review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. Inspected lot number is: r0804418. No other complaints have been reported for this lot number to date. One other complaint has been reported for this complaint catalogue number in the past six months prior to this alert date. Conclusion: the product was not available for evaluation and testing. The exact cause of the reported balloon burst could not be determined.